Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-mar-2023. Investigation summary: 1 used sample of material # mp5303-c was returned for quality investigation by the customer. It was reported by the customer that the extension set is having leakage issues was observed in returned sample. Prior to functional testing the samples were visually examined for defects and abnormalities. No defects or abnormalities were observed. The samples were then attempted to be flushed with water using a 10 ml bd syringe to confirm the leakage. The failure of leakage was able to be replicated at in between connection of male luer and maxplus and the complaint could be verified. Notified to manufacturer. A device history record review for model # mp5303-c and lot number # 22119093 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. After investigation and along with manufacturing and quality operations team, the most potential root cause that generates the issue of leakage in component is cut/damage in the base of the valve due to misalignment in the load station of machine. Booster pressure revision, alignment of valve load station implemented.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector leaked. The following information was provided by the initial reporter: we had to stop the IV due to the leaking extension set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector leaked. The following information was provided by the initial reporter: we had to stop the IV due to the leaking extension set.